Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was implanted in the patient on (B)(6) 2012. Recently their hydrocephalus symptoms returned, so the neurosurgeon reoperated on the patient to check on the status of their valve. The neurosurgeon found that the valve was leaking from the delta chamber. The valve was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.